Event description:
It was reported that during an unknown procedure; the device did not staple when deployed twice. The procedure was completed using another device. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did clips not form on tissue when deployed? Was there any bleeding as result of issue? If bleeding, please quantify amount of bleeding. Were any blood products given to patient? Was there any patient consequence? Was there any change to procedure or post op patient care?